Manufacturer narrative:
Reportable event type updated. The report of continuing driveline fault alarms consistent with a driveline wire issue was confirmed based on a review of the submitted system controller log file data. Transient low flow hazard alarms were also recorded. Additionally, the data in the log file indicated that the pump remained in use supporting the patient with the use of only external battery power, although an ungrounded patient cable had been provided for use while connected to a power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue. Previously, in (B)(6) 2016, a replacement of the patient¿s external portion/distal end of the driveline was performed due to a concern for a driveline wire issue (reference medwatch MFR report # 2916596-2016-02060). Driveline fault alarms occurred after the distal end of the driveline replacement. At the time, the alarm was silenced as the healthcare professionals felt that patient was not a candidate for pump exchange. An ungrounded patient cable was provided to the patient for use with the power module. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The pump was not explanted for return to the manufacturer for evaluation, therefore driveline wire damage could not be confirmed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received confirming that the patient expired on (B)(6) 2017. The cause of expiration was referenced as "internal driveline electrical issue. Pump shut off." No additional information was provided.

Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR# 2916596-2016-02060. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient came into the clinic with concerns of increased driveline fault and red heart alarms. According to the vad clinician, these alarms have been a known issue, but the alarms were now more frequent. The red heart alarm lasted 8-10 minutes at a time according to the spouse, with pump stoppage during these events. The patient was asymptomatic with alarms. A log file was provided to the technical service representative for review. The log file contained approximately 5 days of data and the current set speed is 9200 rpm. Review the log file revealed a breakage in one of the wires in the driveline. The patient was reportedly somnolent over the weekend, but ¿came out of it¿ on sunday afternoon and was back to ¿himself¿. The patient is not a candidate for a pump exchange. The patient was under palliative care, and was discussing hospice. The patient had received a previous percutaneous lead (driveline) replacement on (B)(6) 2016. No additional information was provided.